Manufacturer narrative:
Third party analysis was conducted and found the acetabular component was loose and had migrated medially with evidence of instability in both sagittal and coronal planes. The resulting edge-loading may have been responsible for the elevated metal ion levels, but there is no evidence which suggests a pseudo tumor. Due to insufficient data provided, it is not possible to determine the exact cause of the reported revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2011 due to aseptic loosening.